Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There was no frayed cable observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-05-c, as previously listed in section h9.